Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updating evaluation, method and conclusion coding.

Manufacturer narrative:
Updated awareness date.